Event description:
A revision procedure took place upon recommendation of the physician. No oversensing was noted. The ICD, a competitors device, was removed and the proximal part of the lead was explanted and the distal section of the lead was capped and remains in the body. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - we were notified this lead was explanted on (b)(64) 2017. We received a device evaluation. Upon receipt, the lead was found cut approx. 23 cm distal to the is-1 connector pin. Only the proximal part of the lead was received for analysis as mentioned in the complaint description. The distal fragment including the shock coil and the lead tip was not returned. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.